Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2.reference MFR. Report#:1627487-2019-01351.it was reported that the patient was experiencing pain at the anchor site. In turn, the patient underwent surgical intervention wherein the patient had their anchors explanted on (B)(6) 2019. The patient¿s reported issue of pain has resolved postop.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-01351.